Event description:
Baxter czech republic reported 1 incident of a leak with the transfer set in 12/2001. The patient reported to the unit where the set was changed. The patient presented 2 days later with peritonitis. The patient was treated with cephalosporin intraperitoneal and patient's "status has improved". In 01/2002, 2 additional transfer set leaks were reported from the same lot number. These were noted during use with no patient injury or medical intervention required. The sets were changed with no further incident.